Event description:
Medtronic received information that a transcatheter bioprosthetic valve was implanted into a failed 26 mm sapien xt valve. The failure mechanism of the sapien valve was severe central aortic insufficiency and pre-existing mild paravalvular leak (pvl). (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)